Event description:
As reported, during intraperitoneal onlay mesh (ipom) repair, the capsure fixation device was used to fixate the mesh. It was reported that while firing, that the first two fasteners successfully fixated into the peritoneum and third fastener was detached while fixating the mesh. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, third fastener of the capsure did not fixate. Based on the information provided and without having the sample to evaluate, no definitive conclusion can be made at this time. A review of the manufacturing records confirms that the lot was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned device could not reproduce the reported event that the device failed to fixate the mesh. The device functioned as intended during functional and simulated use testing. No manufacturing anomalies found. Updated fields. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, third fastener of the capsure did not fixate. The fastener was not removed from the patient¿s body. Based on the information provided and without having the sample to evaluate, no definitive conclusion can be made at this time. A review of the manufacturing records confirms that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during intraperitoneal onlay mesh (ipom) repair, the capsure fixation device was used to fixate the mesh. It was reported that while firing, that the first two fasteners successfully fixated into the peritoneum and third fastener was detached while fixating the mesh. Another device was used to complete the procedure. There was no patient injury.